Manufacturer narrative:
Date of event: unknown, not provided. The patient's symptom started right after the implant and the best estimate date is (B)(6) 2018 one day post-implant. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zxr00 19.0 diopter was implanted in a patient's left eye (os) on (B)(6) 2018. The lens was later explanted due to the patient experiencing intractable haloing with mechanical complication of the lens. Reportedly, the patient's symptom started right after the implant; however, the doctor waited to see if there is an improvement. At explant the replacement lens used was from another manufacturer. There was no capsule tear and no vitrectomy was performed. There was no incision enlargement made and no suture was required. It was confirmed that there was no patient injury and that the patient outcome at the time of discharge was good. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/29/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows there were scratches on the optic. Investigation of the return sample and the condition of the return sample do not suggest the scratch was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that is one similar complaint was received for this production order number which the results revealed that the product was manufactured according to specification and no product quality deficiency was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.